Event description:
A 3.0mm diameter x 8 mm length medtronic ave gfx2 stent was inserted into a highly calcified circumflex coronary artery with a 95% lesion. It was not possible to cross the target lesion. Upon removal of the stent delivery system, the stent dislodged from the stent delivery system balloon within the coronary artery. The physician did not follow the instructions for removal of an undeployed stent, when the stent was pulled into the guide catheter. The dislodged stent was snared from the coronary artery successfully. The target lesion was successfully treated with a stent after additional dilation of the lesion.there is no additional clinical sequelae reported relative to the event.